Manufacturer narrative:
(B)(4). During follow up, it was reported that the patient was hospitalized. On day five of hospitalization the patient had worsening abdominal pain and the peritonitis was not clearing. The patient¿s peritoneal dialysis catheter was removed and the patient was placed on hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.